Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump touchscreen became unresponsive, and despite a restart via the ilet app, the screen remained nonfunctional; the user was walked through setup on a replacement device and connected a new libre 3+ sensor, then paused setup pending sensor warmup. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with unresponsive input controls, with the affected device component identified as the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.